Manufacturer narrative:
Product analysis: manufacturer¿s analysis indicated that the external pulse generator (epg) had a broken output connector assembly and hanger. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.